Event description:
It was reported that an ilet screen was cracked and became unresponsive, rendering the device unusable after an apparent bump earlier in the day. Symptoms included no injury. Outcomes included interruption of insulin delivery and temporary reversion to an alternative insulin therapy, with a replacement device arranged. Investigation included remote triage, review of a customer-provided photo, serial number verification, and shipment of a replacement with instructions to return the damaged unit. Investigation of this case revealed a damaged display assembly consistent with external impact, leading to loss of touch functionality and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.